Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he had high blood glucose level and pump had unexpected restart. The customer¿s blood glucose level was 518 mg/dl at the time of incident. The customer reported that the pump was rewinding by itself and unexpected restart was occurring after changing the battery. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.